Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the large, ectatic distal right coronary artery (rca). The lesion was predilated with a 3.0x15mm apex balloon and then a 4.0x32mm promus premier stent was successfully deployed in the rca. The physician attempted to post dilate the lesion with a 4.5x20mm nc quantum balloon; however, the balloon catheter was unable to cross through the middle of the deployed stent. The physician lost the wire and balloon position and had to re-wire the vessel. While re-wiring, the non bsc guide wire got stuck inside the stent. The physician pulled very hard on the wire in order to dislodge it; however, after successful removal of the wire, it was noted that the stent was deformed as the distal end pulled toward the proximal end about 15mm. The physician re-wired the vessel and ballooned and reopened the deformed stent with a 2.0x15mm nc quantum balloon and then stepped up to a 3.0x15mm apex balloon. The physician then successfully delivered and deployed a 4.0x20mm promus premier stent to cover the stent deformation and the distal vessel where the stent had pulled back. The physician post dilated the lesion with a 4.5x15mm nc quantum balloon. The procedure was completed with no patient complications reported. The patient¿s current condition is ok.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).